Event description:
During a routine shift check by a clinician, the device intermittently does not discharge with paddles attached. Complainant indicated that there was no patient involvement in the reported malfunction.